Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user activated a freestyle libre 3 plus sensor in the libre mobile application instead of the ilet mobile application, which resulted in a pairing failure message indicating the sensor was already activated with another device. Symptoms included no adverse clinical effects, and the user reported continued blood glucose monitoring without impact. Outcomes included loss of sensor usability for integration with the ilet and the need to start a new sensor using the ilet app. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user setup error and incompatibility due to sensor activation on a non-ilet device prior to pairing with the ilet. It was concluded that the event resulted from user error during setup, and proper use instructions were reinforced.